Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that he had had trouble with the button error the week prior but was able to resolve the issue previously with a battery change. He stated that now, however, nothing would clear the alarm. The customer's blood glucose was 139 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.